Event description:
It was reported that during an unscheduled office visit loss of sensing and intermittent loss of capture was observed. The rv lead was replaced. No patient complication were reported as a result of this incident.